Event description:
It was reported that the user had disconnected from the ilet pump during a hospital stay unrelated to diabetes management, then reconnected after a meal without receiving insulin, resulting in elevated blood glucose with a documented high of 251 mg/dl; no alerts or alarms occurred, and troubleshooting and education were completed. Symptoms included none reported. Outcomes included correction of hyperglycemia using the system¿s corrective algorithm without the need for outside assistance or medical intervention. Investigation included review of device data and user-reported history. Investigation of this case revealed no device malfunction, no erroneous calibration entry, and that hyperglycemia was attributable to missed insulin during the pump disconnection rather than a component failure. It was concluded, based on previously established findings for similar reports, that user management factors during temporary pump discontinuation were the cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.